Manufacturer narrative:
Concomitant medical products: 5043192, 02-012-60-1425 - logic stem ext 14mm x 25mm, 4890435, 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, ,4761715, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f/2.5t, 5011117, 200-02-32 - three peg patella 32mm, 5020656, 204-70-00 - tibial stem ext. Screw. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification that a female patient, initial right knee implanted on (B)(6) 2017, with a 3.5/9 mm exactech truliant ps polyethylene tibial insert, underwent a revision procedure on (B)(6) 2020, approximately 3 years 3 months post the initial procedure to remove the failed polyethylene liner due to a ¿failed right total knee replacement. During plaintiff¿s revision surgery, plaintiff¿s orthopedic surgeon encountered ¿inflammatory hypertrophy of the synovial lining¿ as well as a moderate amount of ¿synovial fluid.¿ the polyethylene liner was removed, and a synovectomy was carried out. No device returns anticipated due to this being a legal case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.